Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received 21 inappropriate shocks due to oversensing of noise. Upon interrogation the noise was able to be reproduced in two of the three sensing vectors when manipulating the area of the electrode near the suture sleeve. A x-ray was taken, but did not reveal any significant findings. Therapy was deactivated and at the request of the patient, a revision procedure would be performed to explant the electrode and subcutaneous implantable cardiac defibrillator (s-ICD). The device and electrode were explanted and no additional adverse patient effects were reported.

Event description:
It was reported that the patient received 21 inappropriate shocks due to oversensing of noise. Upon interrogation the noise was able to be reproduced in two of the three sensing vectors when manipulating the area of the electrode near the suture sleeve. A x-ray was taken, but did not reveal any significant findings. Therapy was deactivated and at the request of the patient, a revision procedure would be performed to explant the electrode and subcutaneous implantable cardiac defibrillator (s-ICD). The device and electrode were explanted and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.